Event description:
It was reported that during a laparoscopic cholecystectomy, the device would not open and the clips were not forming proximately. The device was stuck on tissue and was removed by shaking it a couple of times and then it opened. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 07/09/2008. Info anticipated, but unavailable at this time.